Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences at pulse 56 before being deactivated. The downloaded data did not show any timeouts or drive stalls during the pod's run. The needle mechanism was inspected and no damages or abnormalities were observed that could contribute to the cannula not deploying. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined. Further investigation of the device discovered the soft cannula to be torn. The length of the soft cannula was measured out to be 0.8110", which is out-of-specification. Although damage was observed to the exposed portion of the soft cannula, the timing and cause could not be determined.